Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 434 mg/dl. Customer had blood glucose level in the range of 200 mg/dl. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. Customer was treated with insulin pump. The insulin pump will not be returned for analysis.